Event description:
The customer reported multiple hospitalization occurrences; details and nature of hospitalization were not provided. Ultimately, the customer reverted to an alternate method of insulin delivery. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.